Manufacturer narrative:
The single-site curved cannula has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci assisted single-site procedure, the curved single-site cannula separated. While there was no report of any patient harm, recurrence of the reported failure mode could likely cause or contribute to an adverse event. While there was no report of any patient harm, it is unknown what caused the breakage issue.

Event description:
It was reported that during a da vinci assisted single-site surgical procedure on an unspecified date, while the single-site curved cannula was installed on an unspecified patient side manipulator (psm) arm, the cannula snapped and the top part of the cannula was observed to be inside of the psm. There was no report of any patient harm. It was confirmed that the single-site curved cannula will not be returned to intuitive surgical, inc. (Isi) for failure analysis investigations.